Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument was analyzed and found to have a broken main tube. The missing material but the size of the missing pieces cannot be confirmed. The missing piece was not returned with the instrument. Components adjacent to this broken main tube do show damage. Additional observation: the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The instrument was found to have a broken distal pitch cable at the proximal clevis hole. The cable was fully broken due to a dislodged proximal clevis and a broken main tube. .